Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that high capture thresholds, decreased r waves, decreased pacing impedance was observed on the right ventricular (rv) lead. Microdislodgement was suspected on the rv lead. During a procedure to revise the rv lead the helix would not retract after several turns and once retracted the helix would not extend. The rv lead was explanted. An attempt to clean the helix was made but the lead still would not extend. The rv lead was replaced. The patient was stable.